Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump has determined it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pump was tested for function and pressure failure. The reported error code was verified upon power up. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. The software was reinstalled!

Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of 10102. No patient injury resulted.